Event description:
Pt was implanted subcutaneously with a vascular graft in march in the above-knee femoro-popliteal position. In 2003, pt presented with an inflammatory reaction on the leg. It was reported that the graft was patent.